Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 355029, lot# n0051184, implanted: (B)(6) 2006, product type: accessory. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).

Event description:
The consumer reported that they waited a year before replacing the battery and they put it back in the same spot, but the leads went through the thorax. The indication for use was complex regional pain syndrome type ii. If additional information is received a follow-up report will be sent.